Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, screen was not function properly. There was no patient impact.

Manufacturer narrative:
G3: the previously provided date of manufacture aware has been corrected to 20th september 2024. H3: product analysis found that verified not working properly. Unit presented with a defective carrier pcba failure. Upgraded the software. H6: previously applied fdm b21, fdr c21, fdc d16 and img g02030 codes are no longer applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) /226962223, UDI#: (B)(4); h3: product analysis found that could not verify not working properly. Unit presented with older software and fully charged batteries. H6: fdm b01, fdr-c19 & c1001, fdc-d14 & d20 and img g02008 codes are applicable. Product ID: nim4cpb1, serial/lot #: (B)(6) /226961758, UDI#: (B)(4) h3: product analysis found that could not verify not working properly. Unit presented with older software and fully charged batteries. H6: fdm b01, fdr-c19 & c1001, fdc-d14 & d20 and img g02008 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient interface boxes were giving false positives and the nim console the screen kept on freezing. Both were powered off and on and the issue did not go away. Tested them after the case and saw the same problems occur.